Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification, heavy tortuosity, and 95% stenosis in the right coronary artery. Pre-dilatation was performed with a 2.0 x 15 traveler balloon catheter. Then, a 2.5 x 48 mm xience xpedition stent delivery system (sds) was advanced to the heavily calcified lesion; however, the sds failed to cross the lesion. The stent dislodged off the balloon and the shaft separated. A snare device was used to retrieve the dislodged stent and the separated shaft. A 2.5 x 12 mm nc trek balloon was used to successfully dilate the lesion and complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported material separation was unable to be confirmed as the component was not returned. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily torturous, and 95% stenosed anatomy resulting in the reported failure to advance. Interaction/ manipulation of the device resulted in the reported stent dislodgement. Further manipulation/inadvertent mishandling to retrieve the dislodged stent resulted in the noted stent damages (mangled, bent, twisted, flared, smashed, stretched) and ultimately resulted in the reported material separation. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.